Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, per report the coronary ostial stenosis was caused by the native leaflets bulky calcification. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a severe coronary ostial stenosis was observed during a transfemoral tavr procedure. Post deployment, the 23mm sapien 3 valve landed in a 50:50 aortic/ventricular position. There was no abnormality in the hemodynamics as well as in the cardiac motion shown by ECG and tee. Aortography was performed to be safe and the flow in the left coronary artery appeared to be slightly delayed. Intravascular ultrasound (ivus) was inserted to examine vessel lumen and it revealed coronary ostial stenosis of 90% due to the native leaflets bulky calcification blocking access to the artery. A stent was placed and the procedure was completed. The physician commented that the stenosis was a foreseeable event since the patient had severe calcification on the cusps. The aortic annulus diameter measured 23.2mm with severe calcification by tee. The height of left coronary artery (lca): 10.3 mm. There was bulky calcification on the non-coronary cusp (ncc). The sinus of valsalva (sov) diameter measured 27.6 mmm.